Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 your new omnipod insulin management system 1 / page 8: alerts and alarms: for your safety, the omnipod system provides a range of alerts and alarms to tell you that your attention is needed, or to warn you of hazardous situations. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient experienced vomiting, nausea, and a blood glucose exceeded 250mg/dl while wearing the pod between 24 to 36 hours on the arm. Subsequently, patient visited an urgent care clinic and diagnosed with hyperglycemia. Treatment included a direct injection of insulin (10u), zofran (4mg every 4 hours), and promethazine. It should be known that patient's pod had emitted a hazard alarm during this event, however, it's not clear as to when this occurred.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported alarm condition was confirmed, however, its root cause could not be determined. Hazard alarms are safety features not considered malfunctions. No malfunction or other product condition that would have contributed to reported hyperglycemia was found.